Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed with data aquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrences. The customer reported the device was not in use on patient.